Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The mother reported a blood glucose reading of 111 mg/dl during the call. The customer later called to troubleshoot the insulin pump. The customer stated that the insulin pump did not give her a no delivery alarm. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.